Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair is missing the cane brackets, chair was ordered for a customer because the back canes were not connected and the chair was not usable.